Event description:
Pfs alleges severe hip pain, elevated metal ions, pseudotumor, injuries to tendons, ligaments, tissues and bones, metallosis, walking difficulties, weakness and anxiety. In addition to what was previously reported in the medical records, clinical visit reported thigh weakness, fatigue, post-operative discovered fractured right femur. X-ray revealed well healed fracture right side. Decreased range of motion, hip pain, impaired adl. Doi: (B)(6) 2009. Dor: (B)(6) 2022. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6 clinical codes: - unspecified tissue injury (e2015) is used to capture bone injury and soft tissue injury; - fatigue (e2312) is used to capture weakness and fatigue. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a2 (age), a4, d10, e1, e2, e3, g1 e3 initial reporter occupation: lawyer.

Event description:
Patient was revised with removal of right asr head, taper and cup. There was no loosening reported. Doi: (B)(6) 2008. Dor: (B)(6) 2022. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot; device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Added: b5, b6, b7, h6 health effect - clinical code corrected: a1, d6a, d10 concomitant.

Event description:
Plaintiff preliminary disclosure (ppd), plaintiff disclosure form (pdf) and asr medical record received. Ppd and pdf has no new information provided. After review of the medical records the patient was revised to address mechanical complication, pseudotumor and elevated metal ions. Operative note reported pseudotumor appearing as black tissue, the greater trochanter was bald without evidence of the gluteus medius or minimus insertion, short external rotators and capsule were repair, head was removed and there was slight evidence of trunnionosis, majority of trunnion was without damage. Femoral stem was stable. Cup was removed with minimal bone loss. The posterior wall of the acetabulum demonstrated to be thin. The hip was reduced without complication. Doi: (B)(6) 2009; dor: (B)(6) 2022; right hip.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.